Event description:
Report received from the USA stating that the device "cannot attach to motor". The device was being used during surgery. No injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "cannot attach to motor" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be submitted. (B)(4).